Event description:
An endurant ii stent graft system was implanted in a patient for an unknown size abdominal aortic aneurysm on an unknown date. It was reported that due to a suspected type iiib endoleak, a partial explant procedure was performed on an unknown date. It was noted that the event is resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
Additional information received for this case; the date of the index procedure was confirmed. It was reported that approximately 2 years post the index procedure, a follow up CT revealed that the aneurysm diameter had increased to approximately 80mm. The patient was hospitalized for examination but the cause remained unknown. The patient had no symptoms, and the physician decided to continue routine follow up. On follow up, the aortic aneurysm was noted to have grown further to 120mm and the physician decided to continue follow up. The patient presented with severe lower back pain, and a CT showed a further and significant increase in the aortic aneurysm (approx. 150mm), which required emergency hospitalization. It was noted that no contrast flow was detected by CT angiography. It was noted that hydronephrosis developed due to compression of the left kidney, for which a nephrostomy tube was inserted. Symptoms did not abate, and impending rupture of the aortic aneurysm was strongly suspected by clinical findings and so an interventional laparotomy procedure was performed approximately 2 years and 10 months post the index procedure. When the abdomen was opened, aortic aneurysm rupture was visually confirmed and it was noted that a perforation of approx. 0.5cm was observed on the exterior of the right leg of the stent graft, where massive bleeding originated from. Immediately, suture and hemostasis was attempted as well as occluding the proximal side of the stent graft and hemostasis control but this was difficult because the perforation was deep. Due to the massive bleeding, the patient had a temporary decrease in blood pressure and oxygen saturation, which required life saving measures temporarily including cardiac massage. To repair the perforation, the distal part of the stent graft had to be removed from the iliac artery, and massive bleeding occurred again. After cutting and removing the perforated stent graft, a bypass procedure was performed in the same site to restore distal blood flow. After the procedure, the patient was monitored in ICU. The following day, however, the patient died of a complication caused by massive bleeding. It was considered by the physician that the cause of the increase in the abdominal aortic aneurysm was largely affected by the stent graft perforation and type iiib endleak. It was also noted that the patient had taken oral steroid medication for a long period of time to treat rheumatoid arthritis. Due to this, the aortic wall had been fragile, and it was considered as one of the causes of rapid aneurysm growth. The perforation was believed to be present approximately 2 years post the index procedure at the latest, when the aneurysm expansion was detected. No additional clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.